Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "does not pump at all" was confirmed as a switch printed circuit board (pcb) issue during device evaluation. Quality engineering determined that the switching pcb problem was causing the function switch to not return to its former position thus appearing broken . The cause of the problem was broken function switch. No repairs were performed for the reported condition because the pump was removed from service.

Event description:
The facility reported an infusor pump with "doesn't pump at all". The process step for this event is unknown. However, it is known to have occurred in the "or" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.